Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage: passed. Share log review: nothing relevant found. A review of the share logs/bin file was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported, that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) and serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device/download was performed and failed for serial number (B)(6). A review of the share log was performed, and signal loss was not found for serial number (B)(6). Share log was reviewed, for serial number (B)(6) and data does not reflect the alleged device. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported. Subsequent to the supplemental follow up 1 MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.